Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user: 2 cna's were transferring resident via hoyer lift. Cnas state that hoyer sling strap slipped off the cradle hook. Resident fell to floor. Resident sustained a lacerarion to the back of the head requiring 9 staples.